Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced event of infusion set leaking at site on 23-may-2024. The event occurred after 3 or more hours of insertion. The infusion set had been used for 3 hours. The insertion site was at the abdomen. The blood glucose level was 200 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.